Event description:
It was reported that the patient was filling the pod with insulin and that it was leaking during the fill process. The patient's blood glucose (bg) values reached over 250 mg/dl. The patient did not wear the pod.

Manufacturer narrative:
A leak test was performed and fluid was able to flow through the complete fluid path as intended. No leaks or blockages were observed. The device was received not deployed. Download data generated an 0x5c, open count too low at end of prime, alarm. The data showed both timeouts and a drive stall. Rerun replicated the original high pulse widths, drive stall and 0x5c alarm. The ratchet gear was observed to not be moving during the rerun. Inspection of the drive mechanism found the spring latch to be making contact with the reservoir cap, preventing the ratchet gear from rotating, indicating that it is misaligned. The needle mechanism was deployed as intended by manually rotating the ratchet gear. The misaligned spring latch did not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.